Event description:
It was reported that the device was in use for infusion and no medication was being delivered. A replacement device was used to continue infusion. No adverse effects to patient.

Manufacturer narrative:
The cadd administration set was returned for analysis and the sample was visually inspected under normal conditions of illumination. Functional test on the sample received was performed using a pump cadd solis to look for unusual functions; the samples were connected and fully priming without difficult, and the pump was set running and occlusions was not detected. A review of the manufacturing process conducted in order to verify that there are no situations or practices that could create the event as described. No discrepancies were found. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples were successfully tested.